Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 409 mg/dl. It was reported that they had insulin flow block alarm and the blood glucose was not coming down. The customer was treated with injection. The customer was offer to troubleshoot for absence of insulin flow block alarm, but he reported that they had experienced this alarm earlier and that wouldn't be the issue. The customer declined troubleshooting for high blood glucose. The customer was advised to monitor the pump and call if problem recurs. The insulin pump will not be returned for analysis.